Manufacturer narrative:
(B)(4): the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: all of the keypad buttons were found to be intermittently responding. The keypad was removed to investigate and contamination was found under the button contacts.

Event description:
The patient contacted animas on (B)(6) 2012 reporting that the keypad buttons were intermittently unresponsive for two to three days and was increasing in occurrence. The patient stated that the buttons required multiple presses to respond. The reporter confirmed that the keypad was intact. The patient stated that the pump was exposed to moisture but there were no signs of moisture in the cartridge or battery compartments. The patient reportedly wore the pump in attached to a belt and did not clean the pump. This report is made based on the allegation of the keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.